Event description:
On (B)(6) 2021, this patient underwent endovascular treatment for an abdominal aortic dissection and a left common iliac artery (lcia) aneurysm. The patient was implanted with gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses (ibe). The patient tolerated the procedure. On (B)(6) 2023, follow-up computed tomography angiography showed the lcia had dilated to 26mm in diameter. Additionally, a distal type I endoleak had developed involving the contralateral leg component (plc231200) originally implanted. On (B)(6) 2023, the patient underwent re-intervention and an additional ibe device was implanted within the plc231200 limb. The left internal and ibe were connected using a 11x59 mm vbx stent. The left external was extended using a plc201000 limb since the external measured 17.5 mm. The procedure was well tolerated and without complication.

Manufacturer narrative:
The instructions for use (IFU) for the gore® excluder® aaa endoprosthesis and gore® excluder® iliac branch endoprostheses states; adverse events that may occur and / or require intervention include but are not limited to: endoleak patient medical history includes but is not limited to: arthritis, back pain, diverticulitis, gerd, hepati cirrhosis, hernia, hypo thyroid, hld, nephrolithiasis patient medications include but are not limited to: acetaminophen, apixaban, ascorbic acid, atorvastatin, carvedilol, cetirizine, coenzyme q10, fluticasone w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.